Event description:
The account generated a false (B)(6) architect anti-hbc ii result of (B)(6) on sample ID (B)(6) that repeated architect anti-hbc ii (B)(6) on another analyzer. The patient's (B)(6) status was previously known to the account. No additional hbv testing was performed. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product list number 8l44, that has a similar product distributed in the us, list number 6l22. False negative result; no consequences or impact to patient. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Lot number has been updated to 39175li00. Ticket searches determined that there is no atypical complaint activity for lot 39175li00 and the tracking and trending report review determined that there are no adverse trends and no non-statistical trends identified for the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. To evaluate the analytical sensitivity a retained kit of the architect anti hbc ii, lot number 39175li00 was tested in a sensitivity set-up across three instruments. All specifications were met and no false (B)(6) results were obtained. In addition the clinical sensitivity was evaluated by testing one commercially available seroconversion panel. The seroconversion panel results were compared with historical data from architect anti-hbc ii and the complaint lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panel members. Based on these data it was shown that the sensitivity performance is not adversely affected. The most likely explanation for the initial nonreactive result is sample integrity. Based on this investigation, it has been determined that architect anti-hbc ii reagent, list number 8l44-30, lot number 39175li00 is performing acceptably.

Event description:
Additional patient testing results were provided as (B)(6).